Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent system was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient had an esophageal stricture due to cancer. The stricture was located in the mid-esophagus and was 4cm in length. The patient anatomy was noted to be normal (not tortuous). The stricture was not dilated prior to stent placement as the endoscope was able to cross the lesion. During the procedure, the stent system was positioned within the patient. The physician withdrew the pull ring to release the suture loops and begin deployment of the proximal end of the stent. However, before half of the stent was released, the deployment suture snapped. The stent system was removed from the patient with the stent partially deployed. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.